Manufacturer narrative:
(B)(4). The customer returned multiple components of a PICC set, including a catheter, guide wire and product lidstock for evaluation. The guide wire was returned within the advancer tube and showed no definite signs of use. The guide wire was observed to have three major kinks along the body. The distal coiled end was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The three major kinks in the guide wire were located at 36cm, 39.2 cm, and 40.4 cm from the proximal tip. The overall length of the guide wire measured 45.80 cm which is within the specification of 43.85-46.25 cm per guide wire product drawing. The outer diameter of the guide wire measured 0.0175" which is within the specification of 0.0160"-0.0185" per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 21ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination confirmed that the guide wire contained multiple kinks. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the doctor inserted the guidewire and it was bent. He could not place the catheter. The device was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor inserted the guidewire and it was bent. He could not place the catheter. The device was replaced. No patient harm reported.